Manufacturer narrative:
Results: the pet lock on the proximal end of the pod8 pusher assembly was intact. The pusher assembly was kinked in multiple locations. The embolization coil was detached from the pusher assembly. The proximal constraint sphere of the embolization coil, and the distal detachment tip (ddt) of the pusher assembly were intact. The outer diameter (od) of the embolization coil and the inner diameter (ID) of the ddt were measured and found to be within specification. Conclusions: evaluation of the returned pod8 revealed that the pod8 embolization coil was detached from the pusher assembly. The proximal constraint sphere of the embolization coil, and the distal detachment tip (ddt) of the pusher assembly were intact. The od of the embolization coil and the ID of the ddt were measured and found to be within specification. The observed unintentional detachment typically occurs due to improper handling during use. If excessive force is used during withdrawal of the coil it is likely that the polymer portion of the pod8 pusher assembly will elongate, effectively extending the ddt distal to the reach of the pull wire distal end. This will allow the proximal constraint sphere of the embolization coil to become detached from the pusher assembly. Penumbra coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod8 coils. During the procedure, while the physician was repositioning the pod8 through a px slim delivery microcatheter (px slim), the pod8 unintentionally detached within the px slim. The px slim and the detached pod8 were removed from the patient and the detached pod8 was removed from the px slim. The procedure was completed using a pod6 coil and a penumbra coil 400 with the same px slim. There was no report of an adverse effect to the patient.